Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva breast biopsy procedure on (B)(6) 2026, the device passed pre procedure testing; however, failed to obtain samples when the procedure was initiated. The medical team intended to complete a second pass; however, the patient declined and the procedure was aborted. A second, successful procedure was completed on the patient at another time. Investigation methods and findings: the device was not returned for this complaint. Investigation of this issue was conducted through customer-provided information, historical complaint review, analysis of similar events, and evaluation of product design. Cause/root cause: root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the root cause analysis did not identify a definitive cause. A thorough review of device history records, complaint data, risk assessments, and testing did not reveal a specific failure mode. The risk trending calculations results do not increase the risk index zone. No further actions are required at this moment. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR for the corresponding lot was reviewed and, no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified.

Event description:
It was reported that during an eviva breast biopsy procedure on (B)(6) 2026, the device passed pre procedure testing; however, failed to obtain samples when the patient procedure was initiated. The medical team intended to complete a second pass; however, the patient declined and the procedure was aborted. A second, successful procedure was completed on the patient at another time. No further information is currently available.